Manufacturer narrative:
D2b: product code: lit. G4: PMA/510(k) # field on 3500a form: k141597.

Event description:
It was reported that the device label was different than the product. The patient underwent arteriovenous angiography of the left upper limb under local anesthesia, followed by arteriovenous balloon dilatation for an internal fistula. A 5.0 x 40, 75cm mustang balloon catheter was selected for use. However, upon unpacking, it was discovered that the catheter was actually 5-120mm. Despite this, the device was used, and the procedure proceeded smoothly. There were no patient complications.

Event description:
It was reported that the device label was different than the product. The patient underwent arteriovenous angiography of the left upper limb under local anesthesia, followed by arteriovenous balloon dilatation for an internal fistula. A 5.0 x 40, 75cm mustang balloon catheter was selected for use. However, upon unpacking, it was discovered that the catheter was actually 5-120mm. Despite this, the device was used, and the procedure proceeded smoothly. There were no patient complications. It was further reported that after opening the package, the balloon was visually inspected which was found to be significantly longer than the length indicated on the packaging label.

Manufacturer narrative:
D2b: product code: lit. G4: PMA/510(k) # field on 3500a form: k141597.